Event description:
A technician was injured when a center cover panel to the steamlab analytical workcell fell off. The technician was given a tetanus and diptheria shot and the bruise was monitored by occupation med as a blood clot formed. There was no report of any adverse health consequences as a result of the injury.

Manufacturer narrative:
The clips to the door were broken and the door had been taped. A siemens healthcare diagnostics field service representative repaired the door. The door is now working fine. No further evaluation of the device is required.